Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the hub of a 6f 3.5 vista brite tip xblad guiding catheter was leaking blood around it on insertion of the catheter. It was removed and swapped for a new unknown catheter without incident to the patient or procedure. There was no reported patient injury. The device was inspected prior to use quickly as it was removed from the packaging and no anomalies were noted. The device was pulled from the packaging by the hub. The device was flushed prior to use. There was no reported difficulty connecting a device prior to the leakage being observed. The syringe was connected to the luer hub and twisted with the usual force. The device was not torqued or ¿steered¿ by the hub. There were no difficulties encountered while attempting to insert, advance, or withdraw the device. The vessel characteristics at the target site were moderately calcified, mildly tortuous with 80% stenosis. The vessel characteristics at the access site had no calcium, tortuosity or stenosis. The device was used in the usual fashion for an interventional coronary procedure with a non-cordis .035 angiographic j guidewire. The user was trained in the usage of the device. A contralateral approach was not used. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation.

Manufacturer narrative:
Medical device problem code corrected to 1354 leakage. Complaint conclusion: as reported, the hub of a 6f 3.5 vista brite tip xblad guiding catheter was leaking blood around it on insertion of the catheter. It was removed and swapped for a new unknown catheter without incident to the patient or procedure. There was no reported patient injury. The device was quickly inspected prior to use as it was removed from the packaging and no anomalies were noted. The device was pulled from the packaging by the hub. The device was flushed prior to use. There was no reported difficulty connecting a device prior to the leakage being observed. The syringe was connected to the luer hub and twisted with the usual force. The device was not torqued or ¿steered¿ by the hub. There were no difficulties encountered while attempting to insert, advance, or withdraw the device. The vessel characteristics at the target site were moderately calcified, mildly tortuous with 80% stenosis. The vessel characteristics at the access site had no calcium, tortuosity or stenosis. The device was used in the usual fashion for an interventional coronary procedure with a non-cordis .035 angiographic j guidewire. The user was trained in the usage of the device. A contralateral approach was not used. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. A non-sterile ¿6f .070 xb lad 3.5 100cm¿ guiding catheter was received for analysis. During visual analysis no damage or abnormal condition was observed along the unit¿s body. During the functional analysis, a crack was observed on the hub, which contributed to the reported leakage. No air or air bubbles were detected during the flushing test. Additionally, no air bubbles were seen in the syringe or in the water expelled from the distal tip. After attempting to aspirate (pull fluid back into the syringe), the test results were negative for air or air bubbles. Microscopic analysis was conducted to evaluate the crack observed during the functional test. This analysis revealed fatigue striation patterns and crack lines on the separation walls. These characteristics are typically attributed to excessive tensile strength applied to the material. The complaint reported by the customer as ¿luer hub ¿leakage¿ was confirmed due to the conditions observed on the device as received. The exact cause of the reported event cannot be determined. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿store in a cool, dark, dry place. Do not use open or damaged packages. Inspect the guiding catheter before use to verify that its size, shape, and condition are suitable for the specific procedure. Inspect the guiding catheter upon removal from packaging to verify that it is undamaged. Warning: do not use a guiding catheter that has been damaged in any way. If damage is detected, replace with an undamaged guiding catheter.¿ based on the available information and product analysis, the cause of the luer hub crack could not be determined; however, it could be related to the manufacturing process of the unit. Therefore, an investigation has been initiated to further review the potential causes. No further action will be taken at this time.